Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received the monitor failed incoming pulse testing associated code 203 - pulse test fault and code 102 - charge profile fault. The cause for the code 203 and code 102 is an open resistor r45 on the computer/analog (ca) board. The cause for the open resistor is excessive current. The cause for the excessive current. The cause for the excessive current is a broken lead on high-voltage capacitor c21 on the defibrillator board. The root cause for the broken lead on c21 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events fond that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change ((B)(4)) to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation began on (B)(4) 2013. Results will be monitored. No adverse event resulted from the broken lead on c21. The last pt to use this monitor did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed a pulse test with associated code 03 - pulse test fault and code 102 - charge profile fault. The last pt to use this monitor did not report any deficiencies.